Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and occlusion. The right ventricular (rv) lead exhibited occasional pauses, fracture, oversensing, undersensing, a change in impedance and noise. The lead was capped. The patient received a leadless implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.